Event description:
It was reported that a pump's keypad had an intermittent response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom intermittent keypad was confirmed and reproduced. It was found that row 3, keys #0, #1, #2 and #3 were intermittently functioning. This was caused by a failed keypad. As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.